Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose was 202 mg/dl. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.